Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A supplemental report will be when the investigation is completed.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) valve on the vasoview 7 x b evh system short port kept popping out. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.